Manufacturer narrative:
The 3003721894-2016-00020 is associated with (B)(4), corega extra fuerte. Corega brand is marketed as poligrip brand in the us.

Event description:
Medication error (swallowed product) [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (corega extra fuerte) cream for denture wearer. On an unknown date, the patient started corega extra fuerte. On an unknown date, an unknown time after starting corega extra fuerte, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was recovered/resolved. The reporter considered the accidental device ingestion to be related to corega extra fuerte. Gsk medical assessment revealed corega extra fuerte was suspected to be a contributory cause of the incident. Additional details: case reported by a pharmacist through the chc call centre. Two days after the initial notification fu was obtained. The patient stated that she had swallowed (medication error) the excess of corega that she applied in her prosthesys. No adverse events have been reported. The pharmacist related the medication error to corega. At the time of reporting, the medication error was resolved. Further information is not expected, therefore this case is closed.